Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: investigation confirmed moisture in the battery compartment. The ok keypad button was confirmed to have intermittent unresponsiveness. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. There was internal moisture contamination found on the keypad flex connector and the printed circuit board. The battery compartment was found to be cracked and leak testing confirmed moisture ingress at the site of the crack.